Event description:
The pt reported that she must change the infusion device battery every 6 days. She also reported experiencing elevated blood glucose of 410 mg/dl on 07/10/2010. She bolused but her blood glucose did not decrease as she would have expected. She switched to her backup infusion device and her blood glucose returned to normal, 180 mg/dl. No further info available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.